Event description:
Patient with left ventricular assist device (lvad) therapy for 12 months presents with embolic stroke in the setting of recent removal of aspirin therapy (due to gi bleed) and inr 2.6. Blood pressure was controlled. Ldh was 100. Lvad performance was stable. Glucose stable.